Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014; dtba1d4, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high out of range impedance on the rv coil, just above the programmed alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.